Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis in both eyes one day post treatment (supranasal flap edge for right eye and supratemporal flap edge for the left eye). Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage. Patient was concerned why vision in left wasn't as clear as right eye (blurry vision).

Manufacturer narrative:
Describe event or problem - statement of "patient was concerned why vision in left wasn¿t as clear as right eye (blurry vision)", was entered incorrectly. Device available for evaluation - yes. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.